Event description:
It was reported that the patient underwent a posterior spinal fusion at t2-10. Post-operatively, it was found that the bone screw was contacting the aorta. No patient symptoms were reported however the patient underwent a removal surgery 15 days post-op.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.